Event description:
The customer reported that while running an hcv assay, using summit sample handler, a sample barcode label was read as "0069012305" instead of "0069052005". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint numbers 97-02627-05.